Event description:
Family member called in 2002 regarding pt's one touch ultra meter. Family member was not understanding the questioning about if the pt was hospitalized or taken to the ER because of the meter. Family member just kept saying yes to most of the questions. Family member was not sure what was wrong with the meter. When troubleshooting, there was no battery in the meter. Family member was going to buy a battery and call back. Unknown if any incident occured with the customer while the meter had the battery. Sending letter.